Manufacturer narrative:
(B)(4). Ez-io driver 9058 was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a solid green led light was displaying. The trigger guard was still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Each insertion was timed with a stopwatch while applying approximately 8lbs of force on a weight scale. Approximately 5 to 8lbs of force is necessary to penetrate bone. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled the led displayed a solid green light and the motor was operable. The eeprom data could not be parsed and analyzed due to an earlier eprom version of the chip that cannot be read. Batteries were subjected to a simulated load test and results showed that all batteries registered at 60% of their capacity. Other remarks: a review of the certificate of conformance found that the driver passed all release criteria. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. Please be reminded that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." The manufacturer will continue to monitor and trend related events.

Event description:
The led is blinking green but the device is losing power during insertion.